Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during procedure, it was noted that the balloon was torn. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the balloon ruptured during the third inflation at 20 atmospheres for 3-5 seconds and was completely removed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during procedure, it was noted that the balloon was torn. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, during procedure, it was noted that the balloon was torn. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the balloon ruptured during the third inflation at 20 atmospheres for 3-5 seconds and was completely removed.